Manufacturer narrative:
No product has been returned for investigation nor were x-rays or ultrasound images provided to confirm the alleged event. It is unknown if patient complied with post-operative physical restrictions. No product returned.

Event description:
Information received that states patient underwent a revision procedure on (B)(6) 2019. As per reporter, the rods were not distracting.